Event description:
It was reported that during the laparoscopic hysterectomy, on the first attempt to use the device it broke. The electrode came un-done and broke. Second device was opened and the case was completed with no patient consequences. No device returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.